Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing lead impedance and increased capture thresholds were observed. Lead was explanted and replaced. Patient was stable after event.